Event description:
Reportedly, after the surgery, the patient came back three nights later with a leak in the staple line (from the center of the staple line) and the ends of the staple line were still intact. The anastomosis was resected and re-anastomosed. Procedure: colon resection / cancer.